Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The approximating lever was broken at the base in a manner consistent with exposure to excess clamping force. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur when the instrument is applied over tissue that does not comfortably compress to the recommended thickness. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic appendicitis removal procedure. There was no problem loading or unloading the stapler. The stapler was not able to fire. The surgeon was not able to squeeze the handle. The stapler formation was not poor and the staple line was not incomplete. The jaws of the device did not lock onto the tissue. The front of the stapler broke off. No device component disengaged into the cavity of the patient. In order to resolve the issue and complete the case, used a new stapler. There was no patient harm.